Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the flickering image was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. Additional information will be provided if available.

Event description:
It was observed that during device evaluation, the video system center exhibited flickering image. There was no patient involvement.